Event description:
Device malfunction: clip mislocation. Symptoms/ae: diminished pulses and surgical removal of clip. Time of symptoms/ae: post vessel closure. It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery on a morbidly obese patient after a diagnostic procedure. Reportedly, one day post arteriotomy closure the patient experienced a cold foot (diminished pulses). An angiogram was taken and found the clip had caught the back wall of the vessel. The clip was surgically removed. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(The safety and effectiveness of the starclose vascular closure system have not been established in morbidly obese patients) - the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.